Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm or insert battery now alert noted during testing or in the pump trace download. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer stated that she changed out her battery in the insulin pump, but then got an insert battery now alert on the screen. Customer stated that she was not able to clear the alert from the screen and stated that there were multiple battery changes. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.